Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: product analysis found visually; the device was returned in an open pouch. The pouch was open from 3 of 4 sides and contained an envelope with the blade in it. There was no damage noted in the construction of the blade. The blade had no traces of contamination or the excess adhesive. Functionally, the inner assembly spun freely by a hand with no signs of binding. The blade was inserted into the handpiece and ran smoothly up to 5,000rpm, and there were no issues found. For further analysis, the blade was removed from the handpiece and inserted back again to confirm that it was running properly (blade still ran smoothly and properly). In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the doctor installed the blade into the handpiece for testing, it was found that the blade rotate not smoothly. The doctor tried to reconnect the blade but useless. Finally, the doctor changed a new blade to perform the surgery. There is no patient involvement.